Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) not confirm/replicate the reported issue. Visual inspection was performed and no damage to the instrument's cables were observed. The root cause could not be traced to the device. The instrument was found to have a broken grip at the grip base. A piece approximately 0.21" x 0.65" was found to be broken off the yaw pulley and the broken piece was not returned. The root cause of broken instrument grips -tips is typically attributed to the user, such as excess force applied to the instrument jaws.

Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure, the cadiere forceps had a broken cable. The procedure was completed with no reported injury.